Event description:
It was reported to philips that the device's can not power on. The device was not in use on a patient.

Event description:
It was reported to philips that the device cannot power on. The device was not in use on a patient. One therapy pca was returned for failure analysis. The reported problem was verified during lab tests. Troubleshooting revealed q38 and q12 were defective. It was also found that q12 got so hot that it damaged the therapy pca, and no further testing was possible.